Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a percutaneous coronary treatment procedure, the stent was unable to cross the lesion. The 90% stenosed target lesion was located in the moderately calcified and severely tortuous posterolateral of the left circumflex (lcx). A 3.00x20mm promus element plus stent was selected to treat the target lesion but was unable to cross even after several attempts. The procedure was completed with a different device. No patient complications were reported and the patient's status is good. However, analysis found that the stent was damaged.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by manufacturer: the complaint device was returned for analysis. A visual examination confirmed stent damage. The stent was damaged in the centre and at the distal end. Distal stent struts were lifted and misaligned. The middle stent area was kinked. No issues were noted with the tip and balloon. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).